Manufacturer narrative:
The reported event was noise could not be confirmed. A complete lead was returned in one piece. Electrical testing and visual inspection and x-ray inspection did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2025-15689. It was reported that the patient presented in-clinic for a scheduled procedure as previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited sensing of noise and the left-ventricular (lv) lead had dislodged. As a resolution the rv lead was explanted and replaced and the lv lead was explanted. The patient condition was unknown.